Event description:
A caller reported encountering a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully performed the reset, after which the cgm error code did not reoccur. The sensor session was successfully restarted.